Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they were admitted to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels rose above 500 mg/dl while wearing the pod on the abdomen for longer than 48 hours. The patient was feeling hot and lost stability in her leg. Humalog insulin, water and a saline drip was provided for treatment. The pink slide reportedly did not move forward but the cannula inserted into the infusion site; indicating the needle mechanism did not function as intended. The patient was discharged after 5 hours.